Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "needle bore plugged up, won¿t deliver medication."

Manufacturer narrative:
H.6. Investigation: it was reported that needle not deliver medication. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. Based on the investigation with device history record analysis for batch 1341422 the symptom reported by the customer is confirmed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "needle bore plugged up, won¿t deliver medication".